Manufacturer narrative:
The following devices were also listed in this report: restoration (tm) adm. Cup w/ha; cat# 1235-2-542; lot# g3062307, delta v-40 ceramic head 28/0; cat# 6570-0-128; lot# 46566802, accolade (127 deg) size 4.5 accolade (127 deg) size 4.5; cat# 6021-4535; lot# 44176601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reports recurrent pain in the hip; psoas impingement was diagnosed.

Manufacturer narrative:
An event regarding pain and psoas impingement caused by adm shell malposition was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event was reported for pain and psoas impingement. A review by a clinical consultant confirmed adm shell malposition as the root cause. There was no evidence or allegation of failure against the adm liner which remains implanted. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reports recurrent pain in the hip; psoas impingement was diagnosed.